Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The coil was returned separated from the pusherwire and was extensively stretched at the proximal end. The pusherwire was inspected and found to be kinked. The pusherwire most likely occurred when excess force was exerted on the pusherwire while trying to advance the coil. The distal tip of the coil was inspected and no anomalies noted that could have contributed to the coil getting stuck at the distal end of the microcatheter. From the additional information, it is not known if the coil was rotated or retracted in a one to one motion with the delivery wire and if the coil was inserted into the aneurysm at an acute angle relative to the catheter tip. Each of these could have contributed to the reported event. From the information available, the most likely root cause of this issue is procedural issues encountered by the user which limited the performance of this product. As a result of this investigation a root cause of operational context will be assigned. Based on the investigation and the information provided, the most probable root cause is operational context.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that the patient had a mildly tortuous anatomy and previous coils were deployed with the same microcatheter.

Event description:
Whilst repositioning the device within the aneurysm, the coil became stuck in the distal end of the catheter. The catheter and coil were removed as one unit. As the pusher wire was retracted from the catheter, the coil stretched and separated from the pusher wire. There was no clinical consequence to the patient.

Event description:
Whilst repositioning the device within the aneurysm, the coil became stuck in the distal end of the catheter. The catheter and coil were removed as one unit. As the pusher wire was retracted from the catheter, the coil stretched and separated from the pusher wire. There was no clinical consequence to the patient.